Event description:
A customer reported falsely elevated ca 125 ii results obtained with multiple assay lots for samples from one patient. The patient results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as the result of this event.